Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. From the description provided, it is possible that the flexor broke, a possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the intervention the stent did not come out of the sheath so doctor couldn't release it - the release system broke and they heard a noise as if the product broke. "As per complaint form": the introduction et the placement of the stent is made without problem. At the time of the release, the nurse has felt as a problem at the level of the handle and the stent didn't go out of the catheter. The little button on the handle was pushed in a position of release and has been checked before the procedure. They heard a broken noise and tried to continue the release but without success. They took the stent out from the endoscope and have seen that the sheath was tractor from the handle. They decided to take a new evolution stent (same length) and ends the procedure with success. Unfortunately, the nurse threw the stent away.

Event description:
This follow up MDR is being submitted due to corrections. During the intervention the stent did not come out of the sheath so doctor couldn't release it - the release system broke and they heard a noise as if the product broke. "As per complaint form": the introduction et the placement of the stent is made without problem. At the time of the release, the nurse has felt as a problem at the level of the handle and the stent didn't go out of the catheter. The little button on the handle was pushed in a position of release and has been checked before the procedure.they heard a broken noise and tried to continue the release but without success. They took the stent out from the endoscope and have seen that the sheath was tractor from the handle. They decided to take a new evolution stent ( same lengh ) and ends the procedure with success. Unfortunately, the nurse threw the stent away.

Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted due to corrections: it may be noted that a project ire0045-k has been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Manufacturer narrative:
PMA/510(k) # k163468. Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). This follow up MDR is being submitted due to corrections. The device involved in this complaint was not available for return to cook (B)(4) for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. From the description provided, it is possible that the flexor broke, a possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-22-27-9-d device of lot c1300388 revealed no discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1300388; upon review of complaints this failure mode has not occurred previously with this lot # c1300388. As per the instructions for use, ifu0053-8, notes section the user is instructed of the following: visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Quality engineering assessed the complaint and the risk has been determined to be moderate. No immediate action is required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to corrections (risk assessment). During the intervention the stent did not come out of the sheath so doctor couldn't release it - the release system broke and they heard a noise as if the product broke. "As per complaint form": the introduction et the placement of the stent is made without problem. At the time of the release, the nurse has felt as a problem at the level of the handle and the stent didn't go out of the catheter. The little button on the handle was pushed in a position of release and has been checked before the procedure. They heard a broken noise and tried to continue the release but without success. They took the stent out from the endoscope and have seen that the sheath was tractor from the handle. They decided to take a new evolution stent ( same lengh ) and ends the procedure with success. Unfortunately, the nurse threw the stent away.